Event description:
The following has been reported by customer: cpu board intermittent error 11. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
As device serial number was not provided, device history record could not be reviewed. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the cpu board has been replaced, that solved the issue. The board sent back to brézins for further investigation. Once in brézins, a visual control was performed and a mark has been found on the flash memory component, which confirmed the reported event. It was noticed that this board didn't correspond to a manufacture device. This board must be a spare. However this damage was likely due to the device being mishandled. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.